Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue with advancing the sheath occurred. It was reported that when they put the vizigo¿ sheath in and tried to bend it, there was a loud "pop" sound. It "sounded like one of the polar wires may have snapped". The top was neither damaged nor broken on visual inspection. The internal mechanism was not exposed. The tip was not rough nor non-slippery. No electrodes appeared damaged or lifted. There is no picture available. There was no visual damage on the external; however, the catheter would not deflect in one direction. No damage observed on the dilator. No damage visible on the tip or shaft. To troubleshoot, the vizigo¿ sheath was replaced, and the procedure continued. The vizigo¿ sheath is not available for return. No adverse patient consequence was reported. The deflection issue is not MDR reportable to the us FDA. The issue with advancing the sheath is MDR reportable to the us FDA.

Manufacturer narrative:
During on internal review on 14-apr-2023, it was noted that the reporter did not indicate any issues nor any defects with the surface of the vizigo¿. Therefore, the complaint has been reassessed and this event is no longer considered to be MDR reportable. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Since no device has been received for analysis, no product investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 00002154 number, and no internal actions related to the complaint was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Manufacturer's reference number: (B)(4).